Event description:
Patient reported "broken right implant". Healthcare professional additionally reported ¿in the right armpit, millimeter nodular images (at least two) with a signal similar to silicone compatible with siliconomas are identified¿. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening and red particles in the gel. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on opening due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "broken right implant". Healthcare professional additionally reported ¿in the right armpit, millimeter nodular images (at least two) with a signal similar to silicone compatible with siliconomas are identified¿. The device was explanted. This record is for the right side.